Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the doctor that upon admission, the pt had tea colored urine with lactate dehydrogenase (ldh) at 1140 and had increased direct bilirubin. A CT of the chest was performed and the angle between the outflow cannula and the distal end of the pump was viewed. The bend relief was observed as disconnected. The doctor reoperated and reattached the bend relief. The pt left the operating room in good condition.

Manufacturer narrative:
The situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (2916596-02/24/12-001-c) was sent to customers. The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.